Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pacing system was removed due to infection after the patient fell and the wound "completely opened". No further patient complications have been reported as a result of this event.